Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned in original packaging. The anchor is still in the insertion tube. The insertion tube is bent at the distal end. The distal tip of the tube is split and deformed. Bio debris is inside the tube and on the anchor. The sutures still run through the cannula to the cleat. The cleat is fully extended. A functional evaluation was performed on the returned device and found the driver can no longer be used to advance the anchor as the spool cleat is fully extended from the body of the handle and the ratchet is locked. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that tensile strength requirements must be verified and a certificate of conformity is required with each shipment. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include an impact event to the device inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
During the surgery, the first two 1.8 mm q-fix anchors were inserted smoothly, and the third anchor, after the handle was inserted, heard two crackling noises when twisting, like something broke. Screw to the back, the inner core that pops out is with black plastic, and can't see the three grooves, until it can't be twisted anymore, exit the handle, and find that the anchor is not released at all, leading to failure. The procedure was successfully completed with a smith and nephew back up device with a surgical delay of less than 30 minutes. No further complications were reported.